Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) and stent. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded with the stent secure on the balloon between the markerbands. The stent was bunched up/damaged at the proximal end to about the middle of the stent. There were numerous kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-may-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The 20x3.50mm, 90% stenosed, concentric, de novo target lesion with significant lesion bend of <=45 degrees was located in the mildly tortuous, mildly calcified left anterior descending artery (lad). After a 6f 3.5 guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2x10mm non-bsc balloon catheter. Subsequently, a 20x3.50mm omega¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3.5x24mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.